Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device it was determined that the device had damaged locking components, bearings, cable/cord/wiring and a hole/cut in hose. It was further determined that the device had no short circuit between sensors grid and the connector body, no short circuit between 5vdc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, safety assessment, motor thermistor assessment and loctite & cable. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.